Event description:
1 year after a coronary durg eluting stenting treatment procedure the patient developed a rash. The patient had a taxus express2 drug eluting stent (unknown size and location) placed at a different facility. Approximately one year later the patient with a steroid cream. The patient was referred to a dermatologist. The results of the skin scrapings suggested the condition was a drug reaction. The patient was taken off of plavix, however, there was no change to the rash. The plavix has been re-started. The patient is also prescribed aspirin, zocor and toprol. There have been no other changes to his medication regimen. The rash persists and is controlled with the steroid cream. The patient is being referred to an allergist and another dermatologist for further follow up. The patient has no other known allergies. In the opinion of the physician it is unknown if the rash is related to the stent.